Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the embolization coil was detached. Evaluation revealed offset coil winds on the embolization coil, the sr component was fractured, and the proximal constraint sphere was not present on the embolization coil. If the sr component is fractured, the embolization coil will detach. This type of damage typically occurs if the device is manipulated against resistance. Based on the reported event, the root cause of resistance could not be determined. Some of the offset coil winds were likely incidental to the reported complaint and may have occurred during snaring of the embolization coil from the patient. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps and a non-penumbra microcatheter. During the procedure, while advancing a packing coil lp through the microcatheter, the pusher assembly of the packing coil lp was kinked. Therefore, the packing coil lp was removed. Next, while advancing a new packing coil lp into the target location, the physician experienced resistance and the packing coil lp had unintentionally detached in the vessel. Therefore, the physician decided to use a snare device to remove the detached packing coil lp. However, while removing the packing coil lp using the snare device, the coil started to unravel. It was reported that the physician was able to successfully use the snare device to remove the remainder of the unraveled packing coil lp out from the patient. The procedure was completed using a new non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.